Manufacturer narrative:
On (B)(6) 2018. Reported on 30nov2018. No phone number provided. The customer troubleshot with technical support. And reported that a central processing unit (cpu) had just been installed and did not download the software for it. The customer was advised to download the software to the cpu to address the issue. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator went inoperable, generating "a" flash compatibility failed error codes. No patient involvement. The event date was not specified; estimate used.